Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 1 september 2016. The fse inspected the pusher foot movement and reported the pusher foot moves freely. The engineer checked sensor flag positions and found them to be acceptable. The fse then checked opto sensors and reported they tested ok. The engineer replacecd main board with no change then replaced s072. The aia-900 loader was working as intended. No further action required by fse. The probable cause of the event was the rack feed detection sensor s072

Event description:
On (B)(6) 2016 a customer reported the analyzer will move rack and sample ran only one sample, than displayed an alarm with sample rack not moved with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctnl2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.